Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on the bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction : h5. The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which located 1 similar complaint(s) with the same failure mode for this serial number. Wo: 01501707 a review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-june-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was failed. The field service engineer (fse) tested the drawer in hardware test application and found that the row b was not being detected. The fse removed all cubies and cleared debris from under cubies, then shut down the station, reseated all cables in drawer and rebooted the station, which resolved the issue. The fse retested the drawer in hardware test application and reinstalled all the cubie pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on the bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.